Manufacturer narrative:
The investigation is ongoing. H3 other text : device will not be returned.

Event description:
During a mitral in ring procedure using a 26mm sapien 3 ultra valve via transseptal approach, the initial attempt to implant the valve failed. The valve could not cross the existing mitral ring, so the team decided to start over with a new septal puncture. The team attempted to remove the sheath, delivery system, and valve as one unit, but the valve got caught/stuck in the femoral vein. Vascular surgery was then called to remove the valve and repair the femoral vein. Once the area was repaired and the valve was removed from the vein, the team then attempted a second time from the contralateral side. This was successful in implantation of the second valve without any issue. The device will not be returned. Follow-up information indicated that it "was assumed that the sheath had already "split", therefore, pulling the valve back into the sheath was not possible without injuring the iliac artery". The valve had slipped towards the nose cone while attempting to pull it through the sheath, causing the skirt to "flare" out, but no further damage. The team believed the transseptal puncture wasn't the best, preventing them from easily crossing the ring.

Manufacturer narrative:
Correction to h6: type of investigation, investigation findings, investigation conclusion. The 26mm commander delivery system was not returned for examination. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided that showed multiple stents bent at the inflow side and the crimped valve flared outward at the inflow side. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance's that would have contributed to the complaint event. A lot history review was performed and revealed other complaints relating to the complaint codes. The following instructions for use (IFU) were reviewed: commander delivery system, device preparation training manual, and device procedural training manual. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint for valve frame damage was confirmed based on the provided imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, "the team attempted to remove the sheath, delivery system, and valve as one unit, but the valve got caught/stuck in the femoral vein" and "the valve had slipped forward towards the nose cone while attempting to pull it through the sheath, also causing the skirt to "flare" out, but no further damage". Per the procedural manual, "do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip, and ensure thv is centered on the flex tip. Rotate the delivery system before trying again". In this case, the crimped valve likely caught on the sheath tip during delivery system retrieval. If excessive force was used, it can lead to the valve interacting with the sheath shaft resulting in a damaged frame and flaring at the inflow side. In this case, available information suggests that procedural factors (excessive device manipulation, withdrawal of crimped valve through sheath) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.